Event description:
During deflation of the balloon in the common carotid artery, the physician noted that balloon seemed to deflate slowly. The physician re-inflated the balloon to nominal pressure, and again deflated it, this time without delay or difficulty. There was no adverse effect to the pt.

Manufacturer narrative:
A clinically used savvy balloon catheter was returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Microscopic examination of the catheter revealed no anomalies. Functional testing was performed by pressurizing the balloon to 6 atmospheres. A negative pressure was then applied to the balloon to deflate it. The balloon deflated immediately and without difficulty. No anomalies were observed. Repeated testing of this type revealed no functional difficulties. The reported deflation difficulty was not confirmed. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.